Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-feb-2024, UDI#: (B)(4), h3. Analysis found micro usb charge port is loose. The device passed bench test and also found electrical failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the communicator was not taking or holding a charge. They had the communicator plugged in from 3am until about 1:15pm but it was still showing as low. This issue started friday and they had tried multiple charging cords. It had not been dropped or gotten wet. Agent sent a request to repair to replace the communicator.